Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered that the main lamp did not light seemingly due to a faulty converter which caused a bad power supply. The cause of the faulty converter could not be identified. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparations to use the visera elite xenon light source, the lamp could not be lit after the bulb was replaced. There was no harm or user injury reported due to the event.